Event description:
It was reported that bd insyte autoguard needle did not retract.it was reported that during an attempt at peripheral venipuncture with a jelco no. 24, the safety device failed, as the guide remained stuck when it was introduced into the vessel, making it impossible for the catheter to progress properly and compromising the safe performance of the procedure.additional information received on (B)(6) 2026.how many units of the product presented the issue/defect? A: five reports related to the defect have been recorded. At this time, we do not have the exact number of units involved; we only have records of these five incidents reported by the nursing team.was there any harm to the patient's health? If so, please explain in detail. A: there was no harm to the patient¿s health resulting from the event. However, the identified defect poses a potential risk during use of the device.when was the issue/defect identified: before, during or after use? A: the defect was identified during use, at the time the nursing staff was inserting the peripheral catheter, when it was observed that the device¿s safety lock did not engage as expected.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.